Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting low flow alert in an arctic sun device. Patient went to MRI earlier and now flow rate (fr) was 1.8lpm. Therapy was stopped. Had them restart and check diagnostics, system hours 1065, pump hours 884, inlet pressure (ip) was -1.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm (small pads). No other devices available in the hospital. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -2.2psi, flow rate (fr) was 0.8lpm, circulation pump command (cpc) was 100 percentage. Lot number for pads ngjv0061. Both clamps full of bubbles so rather than test each one they will replace the set. It will be with the charge nurse to organize return monday. No further calls from this customer.

Event description:
It was reported that the nurse getting low flow alert in an arctic sun device. Patient went to MRI earlier and now flow rate (fr) was 1.8lpm. Therapy was stopped. Had them restart and check diagnostics, system hours 1065, pump hours 884, inlet pressure (ip) was -1.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm (small pads). No other devices available in the hospital. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -2.2psi, flow rate (fr) was 0.8lpm, circulation pump command (cpc) was 100 percentage. Lot number for pads ngjv0061. Both clamps full of bubbles so rather than test each one they will replace the set. It will be with the charge nurse to organize return monday. No further calls from this customer. Per follow up information received via phone on 12may2025, transferred to charge nurse office. Spoke with charge nurse who confirmed the pads were still in office. No issues after pad exchange.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.